Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not draw up methotrexate during use. The following information was provided by the initial reporter: "item 320440 lot # 9014703a found 1 syringe that would not draw up methotrexate."

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not draw up methotrexate during use. The following information was provided by the initial reporter: "item 320440 lot # 9014703a found 1 syringe that would not draw up methotrexate."

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the syringe would not draw up the medication. The returned syringe was tested and was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula, indicating an adhesive clog in the cannula. A review of the device history record was completed for batch# 9014703. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for smeared stoppers/ dry barrels. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive clog). As per investigation completed by manufacturing, "on 3rd sep 2019, holdrege received (1) loose, 0.3 ml 31 g x 8mm bd insulin syringe from batch 9014703. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of the (1) syringe returned from the customer appeared to have adhesive clog inside the cannula. Process: ¿the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. ¿during the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. ¿the cannula is then re-inserted into the hub with vacuum. ¿the pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. No root cause determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."